Event description:
The affiliate reported the customer alleged elevated free triiodothyronine (ft3) pt results involving unicel dxi 800 access immunoassay system. The customer stated the precedent reagent lot did not develop any issues. It is unk if the elevated results were released out if the lab. There has been no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) assessed the unit and retrieved the archive data file. Beckman coulter customer product line support (cpls) analyzed the customer's archive data file. The customer's data sent to cpls did not contain any results from the new reagent lot used. Therefore, the event could not be confirmed. Cpls analyzed results with other reagent lots. There were no significant differences between sample distributions tested on the different reagent lots. Quality control (qc) imprecision is within IFU (instructions for use) specification. This reportable event was identified during a retrospective review of complaints conducted from january 01, 2008 through october 23, 2010 for add'l reportable events.